Event description:
Additional information was provided that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. As a result, an alternative device was employed. There was a 30 minute delay. There was no blood loss nor adverse consequences to the patient.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 10, 2023. Upon further investigation of the reported event, the following information is new and/or changed: a1 (added patient's identifier). B3 (added date of event). B5 (added describe event or problem). D1 (added brand name). D4 (additional device information - added model number, lot number and exp date). G3 (date received by manufacturer). G4 (added premarket identification). G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 2645, 4582, 11, 3331, 3259, 4315). The actual sample was not returned; however, a photo was provided that showed a condensation type marking in the reservoir. A representative retention sample was previously used for testing and no abnormalities were noted with the device. Without the actual sample being returned, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
UDI related data quality updates only. D1 brand name (corrected). D2a common device name (corrected). The product reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 934- reservoir health effect ¿ impact code: 4648- insufficient information health effect ¿ clinical code: 4580- insufficient information medical device problem code: 1120- contamination investigation findings: 3233 - results pending completion of investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a weird pattern inside of the reservoir. It is unknown if the product was changed out, whether there was a delay in the procedure, or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.